Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 225mg/dl. Advised insulin pump would be replaced. No additional information is provided.